Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the ups and battery were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the system was getting connection lost to the uni nterruptible power supply (ups) in the self-test. When the system was booted down and powered back up, the camera cart monitor was not showing video. A hard shutdown was performed, the system was disconnected from the wall, then powered on, everything booted normally and showed connected in self-test after the proper bootup time was allowed. A few other proper shutdowns were performed. The system was restarted and it showed connected every time. There was no patient present when this issue was identified. An update was provided that the main cart and camera cart were turned on, and a manufacturer representative left the room and came back. The main was powered off. The camera cart was still on and flashing saying it was not connected. It was noted that the suspected probable cause was the system was likely in a boot state where components were not properly communicating due to the rapid power on and off